Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing detached from connector event on (B)(6) 2025. The infusion set was in use for one hour and a half. High blood glucose level was 500 mg/dl and treated by correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.